Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex reg pain syndrome type ii. It was reported that the stimulator was removed because it never worked, and the therapy did not help with the patient¿s pain. In result, the device was removed. There were no further complications reported or anticipated.